Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle blood leakage occurs. This occurred on 4 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: the customer mentions that when he uses certain needles vacutainer eclipse catalog 368608 in the process of taking samples once the sample has been taken from the patients, the needles show blood leakage at the junction of the needle with the base of the same, filling with blood support.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle blood leakage occurs. This occurred on 4 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer mentions that when he uses certain needles vacutainer eclipse catalog 368608 in the process of taking samples once the sample has been taken from the patients, the needles show blood leakage at the junction of the needle with the base of the same, filling with blood support.